Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was observed during review of the device's activity log; review of the logs indicates the device did shut down caused by the battery being removed or poor connection between the battery and the device. The battery pins were replaced as a precaution. The device was put through extensive testing without duplicating the customer's report. The device successfully passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.